Event description:
It was reported that during the ablation procedure to treat paroxysmal atrial fibrillation in the left atrium faradrive steerable sheath clear was selected for use. It has been mentioned that resistance was felt when the device was inserted inside the patient, so it was pulled out once. The wire got kinked, and the tip of the dilator was damaged. The procedure was completed successfully by using a different sheath. No patient complications have been reported. The sheath has been received for analysis.

Manufacturer narrative:
Correction to the: initial, MDR in block(s) b5. Device technical analysis: the referenced faradrive steerable sheath was not returned for analysis but the dilatator was. Since the sheath was not returned, the ability to replicate the allegation of difficulty to advance was not plausible. Furthermore, it was observed that the dilator tip was damaged as described in the complaint summary. Based on the information provided, this defect was likely caused by insertion into the sheath.

Event description:
It was reported that during the ablation procedure to treat paroxysmal atrial fibrillation in the left atrium faradrive steerable sheath clear was selected for use. It has been mentioned that resistance was felt when the device was inserted inside the patient, so it was pulled out once. The wire got kinked, and the tip of the dilator was flattened/crushed. The procedure was completed successfully by using a different sheath. No patient complications have been reported. The sheath has been received for analysis.